Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that there was the white dirt inside the light guide lens of the subject device during the incoming inspection of the subject device for the repair at (B)(4). There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-08093 and correct the initial report submitted on october 24, 2020.as a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.